Event description:
It was reported to vyaire medical that the bellavista 1000 had a technical failure 318 - inspiration valve failsafe failed or occlusion in inspiration tube. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation : g3, g6, h2, h6 and h10 "results of investigation: vyaire medical was not able to verify the issue regarding technical failure 318 - inspiration valve failsafe failed or occlusion in inspiration tube. The suspect device has not been returned for evaluation; however, log analysis tool and screen shot of service screen have been utilized. The issue is most likely due to a defective electronics on inspiration block causing the failure. Exact root cause is not established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.